Event description:
The manufacturer received information about patient alleging an issue related to a ds2adv auto CPAP device's caught fire. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.